Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise episodes were noted. The lead was capped and new lead was implanted to resolve the issue. There is no information available regarding the implant date and the patient was stable with no adverse consequences reported.